Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "the doctor found cuff leakage during clinical setting before using on patient. No impact on patient."

Event description:
It was reported that: "the doctor found cuff leakage during clinical setting before using on patient. No impact on patient."

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was then performed and the cuff and pilot balloon were inflated to 25mbar using a calibrated endotest meter. No issues were encountered. The sample was then immersed in water for leak testing. No air bubbles were observed coming from the pilot balloon or cuff indicating no leakage. A device history record review was performed and no relevant findings were identified. The complaint of leakage could not be confirmed. No issues were found with the returned sample.